Event description:
In 2008, the patient reported the edges of his insulin infusion headset peeled off of this skin after he had changed his infusion set the night before. He stated he again changed his infusion headset and within 3 hours he noticed the edges were peeling up again. He said, he caught the issue before it affected his blood glucose readings. He stated he used some extra adhesive dressings and the corners are now adhering to his skin. He said he has 2 boxes of infusion sets with the same lot number and the first headset from the box did not appear to be as "sticky" as usual. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.